Event description:
The surgeon reports performing cataract surgery with attempted implantation of a crystalens iol using a crystalsert delivery device. According to the information received, the lens was implanted and removed immediately due to a capsular tear. No further information could be obtained from the customer. Reference MDR #: 2031924-2011-00054.